Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that the ins remaining battery level did not decrease, so the device was checked and found that the stimulation had turned off. Patient did not have a recollection of turning it off, and it was not likely. It was unknown if there were any contributing factors. Troubleshooting was performed. Although there was no pain, the patient said that a tingling stimulation might have been felt at times but said that the patient might not have been able to do it last night, so the patient checked the treatment app and the stimulation turned off. The device was turned on, so the patient was told to wait and see as the charging should be reduced. It was unknown if the issue was resolved. Additional information received reported the cause was unknown. Confirmed that there were no abnormalities with the clinician tablet and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.